Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, and the right ventricular (rv) lead exhibited oversensing with an increased sensing integrity counter (sic). The rv lead was explanted and replaced, and the ra lead remains in use. No patient complications have been reported as a result of this event.